Event description:
It was reported that during an unknown procedure, the doctor correctly fired the device, but when he checked the anastomosis stoma, he found the anastomosis stoma was not stapled completely. The surgeon claimed that the device did not feel as normal when firing. They changed to another device to complete the or. The sample will not be returned because of the patient's hepatitis.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.